Event description:
The customer reported that the system displayed poor image quality and the technique was at the max.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. There service representative was unable to duplicate the problem. The system operates as intended.